Manufacturer narrative:
E1: facility name "(B)(6)". Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump did not infuse correctly. Per reporter, when the patient came in to disconnect, the remaining volume showing on the pump was 143.9 ml. The actual volume remaining in the bag was approximately 20 ml. Per reporter, they still have the bag & tubing attached to the pump. This event occurred at the patient's home. No patient harm/adverse event reported.

Manufacturer narrative:
H6: codes updated. One used device and three pictures were returned for evaluation. Visual test was performed and found no damages or anomalies observed. Functional test was performed and found in order to replicate clinical use; the admin set was connected onto an ICU medical cassette bag filled with 40ml of water. The admin set was then installed onto a cadd-solis 2110 pump. The pump was programmed according to the volumetric accuracy test. The admin set performed within the delivery accuracy rate stated under nominal conditions. The device history record was unable to be reviewed as no lot number was provided. The complaint of delivery, over infusion cannot be confirmed nor replicated, and a root cause was unable to be determined.